Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to the device not working. A replacement surgery was performed in which the existing device was removed and a new aus was implanted. During the procedure it was identified that there was no fluid left in the explanted system. The patient was said to be doing well following the procedure. No more information available through physician. Should additional information become available, it will be provided. Product analysis identified a device malfunction that confirms the reported allegations. The identified balloon malfunction is the most likely cause of the urinary incontinence issues.

Manufacturer narrative:
Product investigation completed. The balloon component was visually inspected, microscopically examined, and tested for leaks. There was a pinhole leak in the balloon shell at the shell-adapter junction that was the result of material fatigue. A leakage test identified fluid loss from the pinhole damage. The balloon was not functionally tested due to the identified balloon damage. Product analysis identified a device malfunction that confirms the reported allegations. The identified balloon malfunction is the most likely cause of the urinary incontinence issues. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to the device not working. A replacement surgery was performed in which the existing device was removed and a new aus was implanted. During the procedure it was identified that there was no fluid left in the explanted system. The patient was said to be doing well following the procedure. No more information available through physician. Should additional information become available, it will be provided.

Manufacturer narrative:
Product investigation completed. The balloon component was visually inspected, microscopically examined, and tested for leaks. There was a pinhole leak in the balloon shell at the shell-adapter junction that was the result of material fatigue. A leakage test identified fluid loss from the pinhole damage. The balloon was not functionally tested due to the identified balloon damage. Product analysis identified a device malfunction that confirms the reported allegations. The identified balloon malfunction is the most likely cause of the urinary incontinence issues. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to the device not working. A replacement surgery was performed in which the existing device was removed and a new aus was implanted. During the procedure it was identified that there was no fluid left in the explanted system. The patient was said to be doing well following the procedure. No more information available through physician. Should additional information become available, it will be provided.